Event description:
The customer reported that he was hospitalized for low blood glucose levels, with a reading of 15 mg/dl. The customer stated that the insulin pump was not exposed to high magnetic fields. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer stated that his blood glucose levels went low because his doctor had adjusted his basal rates. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.